Event description:
The customer reported the device had no sound. The device was not in clinical use at the time of the event. There was no adverse event or patient harm was reported.

Manufacturer narrative:
The customer returned the device to the philips authorized repair facility (rft) for bench evaluation. The repair facility technician (rft) performed functional testing and confirmed the customer's reported issue. It was determined the speaker was faulty. The rft sent the customer a replacement device.

Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.

Event description:
The customer reported the telemetry device has water damage and no audible sound. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.